Event description:
It was reported that a coronary sinus perforation occurred during implant which resulted in a percardial effusion. The patient was admitted to the hospital, the pericardial effusion was resolved.

Manufacturer narrative:
No medwatch form was received.